Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it. The malfunction code did not recur, and the customer was instructed to call back if any issues arise again.